Manufacturer narrative:
Additional information: annex d code correction: annex c code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: device was returned and decontaminated with cidex-opa. A kink was evident on the hypotube. The device returned with balloon folds intact. No damage was evident to the stent. No damage was evident to the distal tip. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon proximal cone. The balloon failed to maintain pressure. Upon visual inspection of the device a pin hole tear was observed on the balloon distal cone. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a mildly tortuous, mildly calcified lesion with 75-90% stenosis, in the obtuse marginal left anterior descending branch (lad). The device was inspected with no problems observed. Negative prep was not performed. A non-medtronic device was used to pre-dilate the lesion once. After pre-dilation there was 25% remaining stenosis rate. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the balloon leak occurred during stent placement. When the stent was placed and inflation was performed there was no pressure, even after inflation when pressure was applied. The stent did not expand at all which was confirmed via fluoroscopy. There was zero inflation of the balloon and pressure could not be applied. The issue occurred on the first inflation. The stent was removed. When pressure was applied externally after the device had been removed from the patient, a contrast agent leak was confirmed from the proximal portion of the balloon. The stent was not moved or repositioned in the lesion while inflated. The stent was replaced with a non-medtronic stent, which was placed. Post-dilation was not performed. The same inflation device was used successfully with other devices. There was no health damage to the patient.